Manufacturer narrative:
Device evaluation: the pump was received with a crack on the right plunger case. A check clutch/plunger lever error was found during occlusion test, a combination of lead screw and both clutch halves were found old, dirty, worn out, and not operating as intended due to normal wear and customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and had no indication of a service issue.

Event description:
It was reported that the device exhibited check clutch plunger lever alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
B5: additional information: no patient involvement was reported. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.